Manufacturer narrative:
(B)(4). Batch # n5405n. The analysis results found that one ec60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What type of procedure was the device used in? Was the device locked on tissue when it would not open? Did the device eventually open? If the device did not eventually open how was it removed from the tissue? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the device did not fire completely and locked up. One device will be returned for evaluation. No other details provided.